Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Patient was implanted with zero-p and 4 screws on an unknown date. At some point post operative it was noted that one 3.0mm ti cervical spine locking screw was backing out. Patient was returned to the operating room and the screw backing out was removed. The surgeon left the zero-p and the other three screws in the patient. This report is #1 of 2 for the same event.